Event description:
It was reported that the patient presented to the hospital for ra and rv lead explant due to high threshold on ra lead and insulation breach on rv lead. The leads were replaced. Patient is a twiddler. Patient condition was stable post procedure. Related manufacturer reference number: 2017865-2022-12705.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead found no anomalies with the exception of damages consistent with procedural damage.